Manufacturer narrative:
Additional information: a2, a3, b3, b5, g2, h6 health effect clinical code, h10-clinical investigation clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cycler/fmc cassette set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a fresenius cycler/fmc cassette set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, it is well documented that peritonitis is a common complication in patients undergoing pd therapy.

Event description:
It was reported a patient had an infection. Upon follow up with the patient's clinic, the peritoneal dialysis registered nurse ((pd)rn) reported the patient's records showed one incident of peritonitis in 2016. The pdrn did not have any pd culture results or any information about the peritonitis to provide. There was no reported allegation the event was related to an issue with fresenius products. Patient was completing pd with fresenius since 2013 and changed to hemodialysis in 2016.

Event description:
It was reported a patient had an infection. Upon follow up with the patient's clinic, the peritoneal dialysis registered nurse ((pd)rn) reported the patient's records showed one incident of peritonitis in 2016. The pdrn did not have any pd culture results or any information about the peritonitis to provide. There was no reported allegation the event was related to an issue with fresenius products. Patient was completing pd with fresenius since 2013 and changed to hemodialysis in 2016.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.